Event description:
It was reported by a veterinarian that a cat underwent ovariohysterectomy on an unknown date and suture was used. Approximately one week after the procedure, the animal experienced post-operative suture breakage.

Manufacturer narrative:
(B)(4). Conclusion: representative samples were returned for evaluation. The samples were functionally examined for strength and they met requirements. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.